Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed a "pull up lifeband, check patient alignment, and press restart" message. Per reporter, the patient was aligned properly during the event. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed a "pull up lifeband, check patient alignment, and press restart" message" was not confirmed during the archive data review and during functional testing. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. During visual inspection, unrelated to the reported complaint, noted a cracked front enclosure, likely due to mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damaged. A review of the archive data log file indicated user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart), ua02 (compression tracking error), ua17 (max motor on time exceeded during active operation), ua12 (no lifeband), ua18 (max take-up revolutions exceeded) and ua01 (battery low/replace battery) error messages. These user advisory messages are unrelated to the reported complaint and cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse platform is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, check battery and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 1 error message alerts the user that the battery voltage is low. Replaced the battery and press restart. The autopulse platform passed the initial functional test without any fault or error. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The customer reported complaint, or the error messages indicated in the archive data were not reproduced during the functional testing. Zoll is waiting for customer's approval on service repair.